Event description:
Pt was to receive desferal - 24 ml per day at a rate of 2 ml/hr. Rn came to branch to program a pump for pt. Clinician did not verify programming with another clinician and pump program was not correct. The clinician should have reached the "ready screen" on pump to save program. Pump reverted to a previous program of 20.8 ml/hr and pt received 4 day supply of medication in 6 hr. Info downloaded from pump was the infusion rate of 20.8 ml/hr.